Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was further reported that the blade was discarded and there is no further info available.

Manufacturer narrative:
(B)(4). Root cause could not be determined. The lot number was not provided, therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem the root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was discarded, therefore, no evaluation was performed. Should a sample be received and evaluated or if additional information is obtained, a follow up report will be submitted. The product code and lot number are unknown, therefore, a 510k number cannot be provided and a batch review cannot be conducted. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required.

Event description:
A report received from (B)(4) hospital indicates: a patient developed peritonitis. The reporter refused to provide any additional information. This is the master complaint for the event of peritonitis.